Event description:
The gantry mode failed to display an error when the ring locks were not engaged. There was no pt in the equipment at the time of the event. There were no injuries to the users, pts, or other personnel.